Manufacturer narrative:
D10: 350-31-04 - tibial plate mb sz 4 lt. 350-01-03e - talus - left - sz 3 - EU. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech vantage total ankle study, approximately 6 years and 7 months post the initial left total ankle arthroplasty, the patient presented with periarticular ossifications and a medial talar cyst. The patient's tibial insert was revised, in additional to a lateral and medial ankle cheilectomy, and curettage and filling of the medial talar cyst. The outcome is considered resolved.